Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed "loss of prime" and "no cartridge detected" warnings in the pump history associated with zero force. Evaluation also revealed that the force senor assembly was visibly damaged.

Event description:
It was reported that the pump dispensed insulin from the cartridge on the load step and evaluation revealed the force senor assembly was visibly damaged.